Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped both armored blue fiber cables (bfc). The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a clinical sales representative (csr) called to report a repeat recoverable fault on the system during setup. The technical support engineer (tse) reviewed system logs and found 31089 faults related to blue fiber errors. After reseating the blue fiber cables and performing a hard power cycle, the issue persisted. The tse then had the csr swap the blue fiber cables from the console to the robot, which cleared the error message. The customer continued with setup. Then, the issue returned and the customer decided to cancel the case due to the robot being unstable. The procedure was aborted prior to patient involvement.